Event description:
The recipient reportedly experienced discomfort at the implant, shocking sensations, and decreased performance. The recipient was prescribed keflex for three weeks. Revision surgery will be scheduled.